Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's sinus rate was very slow and the device wavelet discriminating algorithm was not able to discriminate supraventricular tachycardia (svt) from ventricular tachycardia (vt). The device was explanted and replaced. No patient complications have been reported as a result of this event.